Manufacturer narrative:
One 23ga cutter was returned inside a pouch with a piece of a bl5523wv pack label from lot v8895 taped on it. Visual examination found the tip protector missing and the needle bent. Dried solution is visible in the tubing. The port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter stopped cutting almost immediately, the inner needle is binding up and stops at the half center port position allowing the vacuum to continue . The cut is not cutting however it should be noted that a bent needle could contribute to the poor cutting performance. The cause of the bent needle cannot be determined.

Manufacturer narrative:
The device used in the reported event was not received. The review of the lot/device manufacturing records did not find any anomalies or discrepancies related to the reported event.

Event description:
A report from a facility in the (B)(4) stated that the vitrectomy cutter was not cutting properly and it was causing traction. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.